Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, the customer experienced a low blood glucose (bg) level that ranged between 30-60mg/dl, cause was unknown. The customer lost consciousness and fell to the ground. The customer required assistance addressing bg level with carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.